Event description:
Healthcare professional reported implantation of seri in the left breast on (B)(6) 2014. Post-implantation on (B)(6) 2014, the patient presented with an infection caused by "hx radiation, seri and implant". The device was explanted at that time. The device was discarded after surgery and is not available for analysis.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not received the device and no analysis or testing will be done.